Manufacturer narrative:
Age at time of event : (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. An ipsilateral approach was taken. The 100% stenosed target lesion was located in the moderately tortuous left anterior tibial artery. The lesion was predilated with a sterling es otw 1.5mm x20mm balloon catheter. A sterling sl mr 2 x 120 x 150mm was then advanced to postdilate the lesion. Upon the 1st attempt to inflate the balloon, it ruptured at 6 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.